Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the pyloric stricture during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, it was noted that the balloon popped. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 1074 captures the reportable event of balloon burst. Block h10: investigation results a visual examination of the returned complaint device found that the balloon was torn longitudinally. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose such as handling of the device, the technique used by the physician, the interaction with the scope and normal procedural difficulties encountered during the procedure could have possibly affected the device performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications..

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the pyloric stricture during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, it was noted that the balloon popped. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.